Event description:
Procedure performed: laparoscopic myomectomy. Event description: during the procedure the scissors handle got jammed, we had to open a new device (cb030) and the procedure was completed successfully. Additional information received from distributor via email 19sep22: the device was difficult to actuate from the beginning when dr tries to open jaws once entering patient. Handle jammed repeatedly. The device was non-functional upon initial use. The user was cutting adhesions within the abdomen from previous lap surgery. Intervention: device replacement. Patient status: patient was not hurt, only that the scissors handle jammed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the returned unit, however, the complainant¿s experience could not be replicated or confirmed. The device was able to actuate with the handle without difficulty and the blade was able to open and close properly, the event unit functioned as intended. The event unit was then tested on dense material and visual inspection noted a large burr on one of the blades afterwards. The burr prevented the unit from actuating. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit or confirm that a product malfunction occurred. The formed burr likely resulted from the scissor blades interfering with one another. However, the exact root cause of the blades interfering with one another is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic myomectomy. Event description: during the procedure the scissors handle got jammed, we had to open a new device (cb030) and the procedure was completed successfully. Additional information received from distributor via email 19sep22: the device was difficult to actuate from the beginning when dr tries to open jaws once entering patient. Handle jammed repeatedly. The device was non-functional upon initial use. The user was cutting adhesions within the abdomen from previous lap surgery. Intervention: device replacement. Patient status: patient was not hurt, only that the scissors handle jammed.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.